Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suture cut needle driver (nd) instrument broke inside the patient (intra-abdomen). All pieces were recovered. The instrument broke while the sutures were cut. The procedure outcome was unknown with a reported patient injury.